Event description:
Reporter states the bags have important leaks through the outlet and the urine goes onto the floor.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. No nonconformity was registered during the manufacturing process. No earlier complaints were received on this batch. To date, no sample has been returned for evaluation. Should additional information become available, a follow up report will be submitted. Note: the actual date of event is unknown, so the date used was the date convatec became aware.